Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem ("add gel" messages) has been confirmed. Upon investigation the ECG "a" and "b" cables to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable and causing the reported "add gel" messages. Additionally, there was an open pulse wire in the cable connecting the distribution node (dn) to the rear therapy electrode. The root cause for the strained cable was excessive force. The root cause for the open wire was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient was experiencing "add gel/replace belt" messages.